Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced multiple, random occlusions occurring weekly, for the past 6 months and was alerted with occlusion alarm. However, was unable to verify alarm number in pump history. The patient reported to feels that these are false occlusion alarms as bg remains normal. The symptoms were noticed 3 or more hours after insertion. The site of insertion was reported to be abdomen and was being rotated regularly. No further information available.